Event description:
Customer reported that intermittent occlusion alarms occurred. Despite this, there was no adverse impact to the customer's blood glucose level. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Reportedly the customer was using humalog u-500 insulin. Tandem clinical support informed customer that humalog u-500 is off-label per the user guide. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin delivery.